Manufacturer narrative:
(B)(4) per DHR the product visistat 35w 6/box lot # 73g1900507 was manufactured on 07/17/2019 a total of (B)(4) pieces. Lot was released on 07/26/2019. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
Reported issue: clip jammed. During use on a patient.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: clip jammed. During use on a patient.